Event description:
An eye care professional reported that a pt was dispensed new trial o2optix contact lenses for prescription change. The pt presented the next day because she was unable to remove the lens from her left eye, the previous evening with complaint of dryness and discomfort. The eye care professional removed the lens and diagnosed a corneal ulcer, located central cornea, with 1 mm infiltrate noted. Severe pain reported. No anterior chamber reaction, no culture performed, no scarring noted or expected. Event treated with vigamox and resolved with no reduction in visual acuity. Two year wear history with o2optix lenses on daily wear schedule with replacement every 2 weeks and use of alcon optifree lens care solution to disinfect lenses prior to event. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central non-infectious corneal ulcer despite history of difficult lens removal supporting a more likely diagnosis of corneal abrasion." An investigation of the returned complaint sample(s) is underway by manufacturing. If any abnormality is found, a follow up report will be provided. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.